Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 14664873. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 14541513.

Event description:
It was reported that the patients lead was causing pain. The patient underwent an explant procedure. The explanted device components were discarded by the facility.